Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon occurred due to printed circuit (cr) board failure, but the cause of cr board failure was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel display disappeared soon after the device was started due to faulty circuit board. Other findings were as follows: the bar graph of ¿volume¿ on the front panel was not displayed completely, and a segment of its (led) light-emitting diode light was not on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had a black screen, reporting an error tone. The issue was found during preparation for a cavity examination procedure. The procedure was completed with a similar device with no reports of patient harm.